Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low r waves were noted in unipolar configuration on the his bundle (right ventricular) (rv) lead. The lead was reprogrammed to bipolar however short v-v observations and oversensing were noted. The lead was then programmed back to unipolar and remains in use. No patient complications have been reported as a result of this event.